Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found, however there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, the guidewire could not pass through the lead. The lead was not implanted. No patient complications have been reported as a result of this event.